Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels over 240 mg/dl. The customer had changed the infusion set three to four days prior to the event. The customer stated that she was very dizzy prior to being hospitalized. At the time of the call, the customer was unable to see the screen very well, but stated that the time was not correct. Assisted the customer in correcting the time. The customer stated that she sometimes wears the infusion sets for more than three days, and only inserts in her abdomen. Advised the customer to change the infusion sets every two to three days. The customer was unable to troubleshoot further.